Event description:
It was reported that pump housing around usb port was damaged after pump was dropped, which affected ability to charge and meant pump could no longer be considered watertight, although pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to let battery fully deplete before return, and advised customer to return damaged pump within specified time frame, reprogram pump settings, and reconnect cgm to replacement pump.